Event description:
Medtronic representatives performing a navigation system planned maintenance (pm), noted inaccuracies when navigating the awl / probe / tap (apt). A computed tomography (CT) was done of their bone model and a pointmerge registration performed with a 1.6 error metric. Accuracy was successfully verified with a passive planar. When navigating the apt, the tips of the awl and the two probes were 2-3mm deep. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 09/12/2014 a medtronic representative performed a navigation system check-out, software p/f and hardware p/f areas passed. In application testing is was found that the surgeon was still using old spine apt instruments. While checking accuracy, the apt probe was well over 2mm deep and inaccurate. Medtronic representatives took the probes and apts out of service. Hospital reported ordering navlock replacements, surgeon notified. Issue resolved.